Event description:
Pt had been using moistureloc solution when she had her first eye infection in 01/06. Eyes were red and painful. Dr gave her antibiotic but cannot get rid of infection. Left eye has been distorted.